Event description:
Synergy ipg was explanted due to end of life. Specify lead was explanted due to suspected failure and sent to biomed. The extensions were explanted as elective and discarded. Patient with a history of crps (complex regional pain syndrome) type 1 in both upper and lower extremities bilaterally. She has 2 separate spinal cord stimulator generators, a cervical spinal lead and a lumbar spinal lead. Her cervical spinal lead is fractured and does not work.